Manufacturer narrative:
Hologic technical support (ts) reviewed logs and determined from flash curves that both samples were low-target and/or mishandled. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 278151 on panther instrument sn (B)(4) which had two discrepant samples. The samples initially tested positive but were negative when the same tubes were retested on the panther.